Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 35 mg/dl at the time of incident and on sunday nov blood glucose was 12 mg/dl, 38 mg/dl and current blood glucose is 93 mg/dl. The customer treated their low blood glucose with apple juice. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no time/clock anomaly noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.